Event description:
N/a

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. Full event site name: (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge field service engineer (fse), the reference voltage on the solenoid driver board of the cs300 intra-aortic balloon pump (iabp) was observed to be at the low limit. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer (fse) that discovered the issue further reported that the blood cell voltage and behavior, as well as the crm voltage were correct. Specifically, the voltages on the suspected defective board measured 2.77 vcc for the crm, 1.23 vcc for the blood cell. However, the reference was oscillating between 2.49 and 2.50 vcc which was on the lower edge of the limit. Although the crm and blood cell were working correctly, this value was too low. Moreover, there was no evidence of any fault in the logs. As such, the fse submitted a quote to the customer; however, the customer has not approved the quote at this time. The fse performed a full pm with calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.